Manufacturer narrative:
The investigation has been completed. Functional testing was performed and no failure was identified related to the reported event. The pump logs revealed that the device was not in use on the date of the reported event.

Event description:
It was reported that the customer passed away. Per medical examiner, cause of death was not yet determined. No additional information was provided.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: review of the pump data logs shows the first cartridge was loaded onto the pump and insulin delivery began on (B)(6)2019. The auto-off alarm, which has a default setting of 12 hours, was disabled. On (B)(6)2019, user adjusted the correction factor from 50 (mg/dl)/unit to 14 (mg/dl)/unit and the carb ratio from 10 grams/unit to 7.5 grams/unit. On (B)(6) 2019, user made bolus requests of 14.82 units for a blood glucose (bg) of 425 mg/dl and 15.71 units for a bg of 498 mg/dl while still having insulin on board (iob). At 9:36 pm on (B)(6)2019, user requested a 26 unit bolus for a bg of 489 mg/dl, which was reduced to 25 units due to the programmed maximum bolus setting. This was the last bolus delivered by the pump and the last time the pump screen was unlocked by the user. The user pressed the pump wake button at 9:56 pm. This was the last user interaction with the pump until the pump wake button was pressed at 12:18 pm on (B)(6)2019. A continuous glucose monitor was not in use with the pump, so it is unknown whether bg came down following the final bolus on (B)(6)2019. As the auto-off alarm had been disabled, basal insulin delivery continued until the cartridge volume fully depleted and an out of insulin alarm was declared at 6:57 pm on (B)(6)2019. The pump continued to alarm until the battery fully depleted at 3:33 pm on (B)(6)2019. The depletion of the estimated volume of insulin in the final cartridge was reviewed and compared to the requested delivery. The cartridge was loaded with approximately 163 units of usable insulin at 3:37 am on (B)(6)2019. Review of the individual insulin delivery events showed approximately 54.4 units were requested via basal, 76.4 units via bolus, and 30.9 units during the load process prior to the cartridge volume fully depleting. Complaint could not be confirmed. The pump appears to have been functioning as intended. There is no evidence that the pump experienced a malfunction or failure. It is possible the user¿s personal profile settings needed adjustment. Making bolus requests while still having iob could lead to a low bg event. There is no evidence in the logs that unintended insulin was delivered; the volume of insulin pumped out of the pump is appropriate to the insulin requests. If the user did not re-connect the infusion set correctly during the last cartridge change, the user may not have been getting insulin entering the body causing a high bg.